Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in set) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2014 at 01:46:24. No additional information is available.